Event description:
It was reported to philips that there was a system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system will not boot up. Upon troubleshooting fse found 24-volt power supply was defective, to resolve the issue, fse replaced pd (power supply). After replacement the pd (power supply), the system was returned to use in good working order. The codes were updated based on the investigation outcome.